Manufacturer narrative:
Still under investigation at this time.

Event description:
During the attempt to insert the sheath, advancement difficulty was experienced. The artery had gone into spasm. After morphine and diazepam had been given, the sheath was still in spasm and unable to be removed. On trying to remove the sheath, the haemostatic valve came off and the body of the sheath had to be clamped. Alternative access was obtained, and after completion of the pci then more sedation was given and the sheath was still unable to be removed. A decision was made for the sheath to be removed under general anaesthetic.